Manufacturer narrative:
The reported event of the helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis. A visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning, the helix could be retracted and extended when the torque was applied directly to the connector pin. The measured full helix extension length was within the product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of the helix mechanism issue was that the helix was clogged with blood/tissue. A visual and x-ray examination of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead was unable to be fixated. Additionally, the right ventricular lead was found to have retraction issues. The right ventricular lead was not used and replaced. The patient was in stable condition throughout the procedure.